Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 18-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side and below the grip pad. The battery cap was not returned, and a test battery cap was used for all testing. Evidence of moisture corrosion was observed in the battery canister with a leak. The pump was unable to power up and was completely unresponsive due moisture corrosion. The pump cover was removed to find no further moisture ingress to the power printed circuit board. The reported power complaint was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.